Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention was undertaken whereby the leads were repositioned on (B)(6) 2022 and reprogrammed. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.